Event description:
It was reported to the manufacturer from the site that the programming wand caused a communication error "failed to receive model ID; retry or cancel" when trying to interrogate. Replacing the wand resolved the issue. The programming wand was returned to manufacturer for analysis and analysis completed. Product analysis of the programming wand indicated that the serial date cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.